Event description:
Covidien autosuture ta90 and reload ta9035l used for partial gastrectomy. Surgeon applied to tissue said "I can tell it isn't firing" per scrub. Staff attempted to reload - fired and taken away from tissue. Tissue came apart. Staff used tia80 with reloads used and surgeon hand sew rest of the procedure. Per scrub circulator assigned to room.